Event description:
During the doctor's routine check-up, a review of the patient's x-rays revealed the lateral movement of the pedicle screws that had been implanted during a bi-lateral lumbar fusion. Specifically, the right l4 screw had moved laterally relative to its original position.